Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2016-00805 / 00806 and 3002806535-2016-00104 / 00105).

Event description:
It was reported by the patient's legal counsel that the patient underwent right total hip arthroplasty on (B)(6) 2010. Legal counsel further reported that patient was revised on (B)(6) 2015 due to pain, limited mobility, and metal on metal reaction of the joint. The modular head and taper adapter were removed and replaced with an active articulation bearing, modular head, and taper sleeve. Legal counsel further reported that patient was revised again on (B)(6) 2015 due to infection. All components were removed and replaced with antibiotic cement spacer molds. Legal counsel further reported that patient was re-implanted on (B)(6) 2015, and patient continues to suffer pain and limited mobility. Legal counsel reported that operative reports noted fluid accumulation prior to the first revision procedure. Legal counsel further reported that the surgeon confirmed a iliopsoas fluid collection during the first revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.